Event description:
The customer reported that the autopulse platform failed twice while using it on a pt. They reverted to manual CPR but the pt did not survive. The exact cause of death was not provided. The customer stated that they tried two different batteries but they both failed in twenty seconds or less. However, after the call the customer was able to run the platform with the batteries in question for almost an hour with a test manikin. The customer also stated that by the time they got their in-svc and started using the board in the field it was almost april last year.

Manufacturer narrative:
Zoll medical corporation has rec'd the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.